Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were not sure of the cause of the issue. They stated they may have turned it on accidentally without realizing. They stated after talking to patient services, they were taught how to turn if off and they haven't had problems since. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the controller screen was going white intermittently. A replacement controller was sent. No patient complications were reported as a result of this event. The patient reported that they received controller replacement but it is "not working properly either" stating stim levels are changing on by itself. The patient reported that they turned stim off when in bed and "the other morning it jolted me awake" stating stim was on 5 and increased on its own. The patient reported that the adaptive stim was on. The patient turned as off and will call back if further assistance is needed.